Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement confirmed with fluoroscopy. The lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement confirmed with fluoroscopy. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection noted that setscrew marks were in the wrong location on the terminal pin. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.